Event description:
It was reported that the patient presented in the hospital with pacemaker eroded through the patient's skin. The physician explanted and replaced the entire system ¿ pacemaker, right ventricular lead and atrial lead to resolve the issue. The patient was in stable condition throughout the procedure.